Event description:
Dps safety needle 23gx1 1/2" (0.6xmm x 38mm) use for covid-19 under emergency use authorization (eua): needle would not remain attached to luer lock syringe on multiple occasions resulting in a needle stick with a contaminated sharp to an employee. We had 3 checks implemented to ensure needles were properly fixed to syringes. At times, these needles did not lock onto the luer lock mechanism of the syringe, so those needles were discarded. Needles also broke off of the luer lock syringe base when attempting to employ the safety device attached to the needle. FDA safety report ID # (B)(4).